Event description:
It was reported that during an implant procedure, after the stylet was removed from the lead, it could not be re-inserted into the lead. Another stylet was used. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.